Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the IFU sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. The event can be detected in accordance with the following IFU. The instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the, evis exera ii duodenovideoscope for the annual inspection without providing any possible defects of the device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the forceps channel port, nozzle and forceps elevator with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a cut on switch1, water tightness is lost; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; forceps channel port has foreign objects; electric connector has corrosion; due to damage on knob wire/forceps elevator wire (k-wire), fixing force of guide wire does not meet the standard value; distal end has corrosion; nozzle has foreign objects; nozzle is loose; objective lens has a crack; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber has a crack; third party repair has been performed; connecting tube has a buckling; third party repair has been performed; due to annual inspection, parts must be replaced; adhesive around light guide lens is peeled; inside of light guide lens has discoloration; water tightness of forceps elevator is lost; forceps elevator has foreign material; there is corrosion around forceps elevator arm; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.